Event description:
It was reported that during an unknown procedure, with two of the five firings it was not possible to close the retaining pin. With the other three reloads, the pin could be closed. The pin could not be moved at all with two firings. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.